Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The power inlet assembly was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit emitted smoke during a case due to blown capacitors. There was no loss of power, unit switched to battery power, however patient had to be moved to a different room due to the smoke. There was no report of patient injury.